Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section b3: date of event: unknown, information not provided section d6a: if implanted, give date: unknown, information not provided section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: telephone number: +(B)(6) section h3: the device was not returned for evaluation as the lens as the lens remained implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that 85 year old female patient had an issue reported with the preloaded intraocular lens during the surgery. The lens flipped upon insertion due to the haptics holding hands, resulting in the lens unfolding upside down in the capsular bag. The surgeon was unable to reorient the lens due to insufficient space in the anterior chamber, necessitating the removal of the lens using packer chang scissors. Additional information stated that patient had sustained postoperative corneal oedema. The lens was replaced with another of the same model. Further follow up indicated that patient continues to experience ongoing corneal edema 1/12 post surgery, which resulted in significant visual impairment. No other information was provided. (B)(4) pertains to serial number (B)(6), which refers to a replacement lens (dcb00 22 d) for an 85-year-old patient.

Manufacturer narrative:
After further review of the record it was determined the lens involved in this report was actually the replacement lens used for the patient for an event already reported to the FDA under report number 3012236936-2025-0000941. There is no allegation of a product problem with this lens sn (B)(6) submitted in this report, 3012236936-2025-0001079.